Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted from the patient's eye due to lens dislocation approximately 11 years post iol implant. Vitrectomy was performed. Reportedly on (B)(6) 2004 (15 months post implant), the surgeon aspirated "greasy" deposit from the surface of the iol. Additional information has been requested, but has not been received.